Manufacturer narrative:
There was no button error alarm on the insulin pump during testing. The device had intermittent up button response due to moisture damage on the keypad traces. There were no unexpected numbers ramping or scrolling during testing. There was no moisture damage on the electronics assembly during visual inspection. The device had a cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner and stained end cap sticker. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer removed the battery and when they put it back in they received a button error alarm. Customer's blood glucose reading was 196 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they were exercising and possibly got sweat on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.